Event description:
The customer observed false reactive architect hbsag qualitative ii and qualitative ii confirmatory results. The customer provided the following data: sample ID: (B)(6), initial result = 2.4 s/co, repeat result = 4.5 s/co. Specimen was confirmed with neutralization test twice (result = 99%). The customer reported the sample was repeated on an alternate method and generated a negative result. Further tests of anti-hbc and anti-hbs results were negative. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined no trend in complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Testing was performed using an in-house retained kit of architect hbsag qualitative ii confirmatory lot 37379fn00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no deficiency for lot number 37379fn00 was identified.